Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has poor distance vision and cannot see up close in her right eye. She reported the right eye was supposed to be for near vision and her left for distance. She reported that she has seen three different optometrists in the practice and they all said they could not see the "arms" of the lens. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.